Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (charger resets) has been confirmed. Upon investigation the battery charger/modem was resetting and the q1 and u13 on the bedside board were thermally damaged and there was liquid contamination on the battery board. The cause for the failure was isolated to a contaminated battery board and thermally damaged components. The root cause for the contamination was due to ingress of an unknown liquid. The root cause for the thermally damaged components can not be positively identified. No adverse event resulted from the defective battery charger/modem.

Event description:
A zoll distributor returned battery charger/modem sn (B)(4) to report that the battery charger was resetting.